Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for atrial lead impedance out of range. The atrial port was plugged and all atrial alerts were turned off but the ICD still alerted. The ICD remains in use. No patient complications have been reported as a result of this event.